Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with reports of elevated glucose at 400 mg/dl that did not decrease after a mealtime announcement and discovery of an empty insulin cartridge, followed by a supply change and infusion set replacement. Customer care provided support that included a review of user-reported pump use and coaching on corrective actions. Investigation of this case revealed that insulin delivery was likely interrupted due to an empty cartridge prior to the supply change. No symptoms associated with high blood glucose reported. Outcomes included no injury, no medica intervention. It was concluded that the event was consistent with hyperglycemia of unclear cause at onset, with probable contribution from interrupted insulin delivery, and that the system¿s correction algorithm was expected to address the high glucose after supplies were replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.